Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that "during the procedure, the drill got stuck in the cannula and could not be removed. Furthermore, the trial insert was damaged."

Event description:
It was reported that "during the procedure, the drill got stuck in the cannula and could not be removed. Furthermore, the trial insert was damaged."

Manufacturer narrative:
Please disregard MFR # 3010667733-2025-00966. Additional information about the patient consequences was received. A delay of 5 min and no adverse consequences for the patient was noticed, hence the reportability decision is revised to non-reportable based on our procedure. If further information becomes available that suggests otherwise, the reporting decision will be reevaluated.